Event description:
It was reported that this right atrial (ra) lead was presenting a lack of capture and sensing, with it getting explanted due to it getting dislodged a few days after it was implanted. The dislodgment was verified by x-ray imaging. A new device was implanted. No additional patient effects were reported.